Event description:
New information received that the lead was intended at atrial position of the heart.

Event description:
It was reported that during an implant procedure, the lead exhibited high pacing impedance. The physician elected to not used the lead and implanted a new lead. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of high pacing impedance was confirmed. As received, a complete lead was returned in one piece. The helix was extended/bent and clogged with blood/tissue. X-ray inspection found over-torque of the inner coil inside the connector region and fracturing all filars of the inner coil consistent with procedural damage. The cause of the reported event was due to all filars of the inner coil fractured due to over-torquing the inner coil consistent with procedural damage.